Manufacturer narrative:
Other, other text: additional information: b5 and d10 device evaluation: two portex tubes blue line ultra was returned for analysis. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Sample 2 has a complete leak due to cuff is broken completely with a hole. The cuffs of the returned samples were inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage. Sample 1 had bubbles come out of the cuff, presenting a leakage. For sample 2, it was impossible to perform test since it has the cuff cut. The occurrence for this failure condition could be caused by: ? 100 percent visual inspection and 100 percent inflation tests after 12 hrs, of resting, cuff has inflated and ensures no deflation has occurred. Re-inflation tests after 6 hrs of resting and 100 percent visual inspection. The cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU page 4: "guard against cuff damage by avoiding contact with sharp edges." In order to reproduce failure mode, four samples were taken from production floor. The four samples small tear with razor was made to reproduce the failure mode in the cuff. Results: the tear in the samples is similar of the returned sample. Cuff evacuation was performed to the four damaged samples in a leak tester, the samples were rejected. Production personnel performs a 100 percent inflation test and visual inspection. Quality inspectors takes a representative sample of the lot ensure that cuff is properly inflation. The cause of the issue is that the cuff was damaged after it left the smiths medical facilities.

Event description:
Additional information was received indicating that a tube replacement was performed.

Event description:
It was reported that the device cuff was checked prior to use with no issues detected. When device was placed in use with patient cuff leakage was identified. No adverse effects reported.